Manufacturer narrative:
G4: 20oct2020. B4: 21oct2020. Multiple attempts were made to obtain information on the repair/service of the device that has been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported a ventilator with a battery failed alarm. There was no patient involvement or harm.